Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter while transporting a from the MRI table to the patient cart, a piece of the patient's et tube became disconnected. This disconnected piece of the tube made it impossible for staff to reconnect the patient's ventilator back to the et tube or allow the respiratory therapist to manually bag the patient. The patient was then extubated, manually bagged, and then re-intubated in the MRI department. The reporter did not know the patient outcome.